Event description:
It was reported that while this pacemaker was being interrogated at a routine follow up, a pause of a few seconds was observed on the surface electrocardiogram (ECG), then the device was observed to be in safety mode. It was suspected that the pacing pause was due to the device switching modes. It was recommended to admit the patient to the hospital for a device replacement, but the physician planned to release the patient and schedule the replacement procedure for nine days later. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060101. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that while this pacemaker was being interrogated at a routine follow up, a pause of a few seconds was observed on the surface electrocardiogram (ECG), then the device was observed to be in safety mode. It was suspected that the pacing pause was due to the device switching modes. It was recommended to admit the patient to the hospital for a device replacement, but the physician planned to release the patient and schedule the replacement procedure for nine days later. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that while this pacemaker was being interrogated at a routine follow up, a pause of a few seconds was observed on the surface electrocardiogram (ECG), then the device was observed to be in safety mode. It was suspected that the pacing pause was due to the device switching modes. It was recommended to admit the patient to the hospital for a device replacement, but the physician planned to release the patient and schedule the replacement procedure for nine days later. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.